Event description:
The reporter indicated the surgeon implanted a spherical non-toric icl implantable collamer lens, in the patients left eye (os) on (B)(6) 2022. The patient underwent prk surgery for astigmatism on (B)(6) 2022 and is now doing well. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Expiration date: unk. Explant date: na. Device manufacture date: unk. Claim # (B)(4).

Manufacturer narrative:
B5: the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -08.50 diopter. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).